Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
During testing no button error alarm was noted however, there was intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratches on liquid crystal display window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 116 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.